Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer would change out the infusion set and cartridge to resolve the issue. Ultimately, the customer reverted to an alternate method of insulin therapy.